Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-3350-4030r scope has a cracked lens. It was involved in a case. Patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.